Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that on (B)(6) 2024, the patient experienced that the infusion set tubing detached from hub. At the time of issue blood glucose level is 200-290mg/dl. Therefore, treated with manual injection. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.